Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y had a failed safety mechanism. The following information was provided by the initial reporter: "at 8:00 a.m. On (B)(6) 2021, the nurse found that the needle in the indwelling needle could not be pulled out after skin puncture on the back of the left hand with a sealed anti-needle vein indwelling needle. Suspect may be due to the quality of the indwelling needle. Replace a new intravenous indwelling needle immediately. The patient was also asked to agree to a dorsal hand infusion, and the patient was treated with normal infusion after the puncture".

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9262955. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y had a failed safety mechanism. The following information was provided by the initial reporter: "at 8:00 a.m. On (B)(6) 2021, the nurse found that the needle in the indwelling needle could not be pulled out after skin puncture on the back of the left hand with a sealed anti-needle vein indwelling needle. Suspect may be due to the quality of the indwelling needle. Replace a new intravenous indwelling needle immediately. The patient was also asked to agree to a dorsal hand infusion, and the patient was treated with normal infusion after the puncture".